Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:device has error codes 231008 & 231013 . Device alarms with tf 231008 o2 valve leak.